Event description:
Therakos cellex bowl used for extracorporeal photopheresis. There was 300-400 ml of blood collected into a container. The saline bag emptied during the procedure. The tubing was not going through the valve as intended. It was going around the valve. The sterility of the blood was compromised, so the blood was discarded.